Event description:
Info received indicates a bed located in storage was plugged in and knee function ran up unintentionally.

Manufacturer narrative:
The technician found a contact on the power control board starting to corrode. The technician cleaned the contact to repair the bed.